Event description:
Per occurrence report, rn was in room with pt who was getting up to go to bathroom and he was talking to her at this time. Pt started to walk and realized his heartware lvad was still connected to the wall power and data cord. He unplugged the wall power cord, then he unplugged another cord (intending to unplug the data cord) and he unplugged the battery power instead. A red alarm alarms and pt placed the battery cord back in place 3-4 seconds after. Pt did not lose consciousness and was not dizzy. He had no symptoms, remained standing and was able to reconnect the power supply. This was done in error by the pt. Rn was standing right next to pt and was able to brace pt in case he passed out while this event occurred (I did not need to do this). Pt has had this device for quite some time and rn asked if this has occurred prior to this: pt stated yes maybe twice. Rn counseled the pt about what this means, why it is important to never do this and let him know that the pt blacks out, the pump stops and he could have died or fallen and been injured. The heartware does not have an internal battery that runs the pump if the pt were to disconnect two power sources. Additionally, the power cord and the data cord are similarly shaped, so it is very hard for patients to know which cord they are unplugging.